Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us off-label use, under 21 yrs of age at date of implant. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -13.50/2.0/085 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6)2020. This resolved the problem. Cause of the event is reported as unknown.